Event description:
Patient was admitted to reporting facility to undergo laparoscopic bilateral salpingo-oophorectomy. During the procedure the surgeon was using suspect medical device #1 and after gripping tissue with device, he could not get the device to release the tissue in its grip. The surgeon used the "wcolf" bioplar electrocautery and an electrosurgical unit (esu) to free the tissue, suspect medical device #2 was placed at the sterile field for use since device #1 malfunctioned. Device #2 worked, but the surgeon found it to be stiff and difficult to use.